Event description:
Patient experienced an unexpected post-operative refraction after implantation of the reported device. Lens was removed and replaced. Returned lens measures 14.5 diopter and not 22.0 diopter as serial number reported would indicate.